Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that during an unrelated procedure, the implantable cardioverter defibrillator was explanted due to advisory.

Manufacturer narrative:
Analysis was normal. No anomalies were found.